Event description:
During on-site service testing, the baxter repair tech reported an infusion pump with a failure code 500:320. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.